Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt noted that the catheter moved in (B)(6) 2009 when she was walking in a pool. The pt underwent a catheter revision. Additional info has been requested, a follow-up report will be sent if additional info becomes available.